Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level was 477 mg/dl. Reportedly, the customer changed the infusion site multiple times. Troubleshooting with tandem technical support was performed and no identifiable causes were found.